Manufacturer narrative:
The device is not required for return to animas.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging the patient¿s blood glucose that day was 33 mmol/l with confusion, excess urination, and extreme thirst. The reporter noted the patient was hospitalized and was treated with insulin via injection. Reportedly, the pump¿s delivery settings were not recently changed by a healthcare provider. During troubleshooting, it was reported that: the pumps basal history and total daily dose basal history were appropriate for the programed basal rates; the bolus history matched the total daily dose bolus history; the bolus history recorded was accurate as programed; the pump was calculating recommended bolus totals correctly; the pump successfully delivered an air bolus, which was correctly recorded in the bolus history. It was reported that the patient failed to bolus when appropriate and the patient delayed a bolus after eating. Reportedly, there was a change in medication that affected blood glucose. It was reported the bolus settings were incorrectly programmed. There was no indication or allegation of a product malfunction. This complaint is being reported because the health event was attributed to a use error.